Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, bleeding, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2006 due to mesh exposure and partial mesh explant on (B)(6) 2007 due to mesh exposure. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in 2007 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.